Manufacturer narrative:
It is unknown which device(set screw ,rods or bone screw ) caused infection.this spinal system is approved for the following product codes: kwp: spinal interlaminal fixation orthosis kwq: spinal intervertebral body fixation orthosis mnh,mni,nkb,osh: thoracolumbosacral pedicle screw system. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if the reported event is related to the device we are filing this MDR for notification purposes.

Event description:
It was reported that patient with lumbar spinal canal stenosis underwent oblique lumbar interbody fusion at l1-l3 and posterior percutaneous pedicle screw fixation.on an unknown date, post op, patient had infection.revision surgery was planned to explant the product on (B)(6) 2017.